Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 51 mg/dl at the time of the incident. Patient stated that it seems like her insulin pump was giving her false reading about the her blood glucose value reading. Patient stated that her actually blood glucose value reading was not 41 mg/dl. The insulin pump will not be returned for analysis.